Manufacturer narrative:
To date, no device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.related to (B)(4)

Event description:
Acutrak3 mini cannulated driver tip broke off. Broken fragments in the screw head were successfully removed. No delay in surgery or adverse effects to the patient.